Event description:
Medtronic received information that two month post implant of this bioprosthetic valve, the patient's blood counts started dropping and required some blood transfusions. A gi bleed was suspected, however the patient was admitted to the hospital due to continued decrease in blood counts and shortness of breath. An ultrasound was performed and the physician noted the valve did not look right. Soon after the patient went into respiratory arrest and was brought to surgery to replace the valve. While in surgery they found that the valve was tearing loose from the native heart tissue and had been destroying the blood cells. A minimally invasive procedure was performed where the previous valve was removed and successfully replaced with a new medtronic tissue valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Multiple attempts for additional information were unsuccessful. The product has been requested for analysis however has not been returned. (B)(4).